Event description:
It was reported that during manual impedance testing of the right ventricular (rv) lead, it was noted that there was a two beat interval where the device oversensed in the ventricular channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpa2qq crtd, implanted: (B)(4) 2022. If information is provided in the future, a supplemental report will be issued.